Event description:
It was reported that the pin in the arm has fallen out when tightening to the bed. No adverse consequences to the patient has been reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via visual inspection. The arm was returned with the locking mechanism missing from the device. The locking mechanism was not returned with the rest of the arm. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The arm was reported to be used over 100 times and was found to be 5 years old at the time of the event. The instruments IFU states: "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order." Conclusion: the most likely root cause is wear due to the device's extended use.

Event description:
It was reported that the pin in the arm has fallen out when tightening to the bed. No adverse consequences to the patient has been reported.